Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Adverse event/product problem has been updated based on the new information. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in health impact grid. The following correction has been updated in this report. In box h: health impact grid has been corrected.